Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a power source issue occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue.